Manufacturer narrative:
Further info from the reporter regarding event, product, and pt details has been requested. No additional info is available at this time. The events of swelling, pressure, and pain are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Event description:
Healthcare professional reported approximately four months after injection in the bilateral temples with one syringe of juvederm voluma xc, the pt experienced "swelling, pressure, and pain" at the right temple injection site. The symptom site was aspirated and the pt was treated with clindamycin, hyaluronidase, and a medrol dosepak.